Event description:
Patient underwent aaa repair in 2005. One main body graft and two iliac leg grafts were placed. Then in 2007, patient underwent additional aaa procedure as a precautionary measure, placing another iliac leg graft. There was no endoleak but only about a 1/4 stent overlap between the main body and the iliac leg graft on the contralateral side.

Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. An internal clinical review indicated that partial component separation occurred due to anatomical changes in the patient over time. Cook's instructions for use do mention that long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patient's with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow up.